Manufacturer narrative:
Citation: escriba fj, et al. Infección de contegra® tras reconstrucción tetralogía de fallot. Rev esp anestesiol reanim. 2017. Http: //dx.doi.org/10.1016/j.redar.2017.03.008 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding infection following tetralogy of fallot reconstruction. Medtronic contegra bovine conduit (serial numbers not provided) were implanted in an unspecified number of patients (demographics not provided). Adverse events included: infection, pseudoaneurysm, and right ventricular outflow tract (rvot) obstruction. No additional adverse patient effects or product performance issues were reported.